Event description:
During the index procedure, an mo.ma ultra cerebral protection device was used for treatment of the left ica to cca. A non-medtronic stent was successfully deployed at the lesion. No abnormality noted during procedure. One day after the procedure, the patient suffered artery obstruction at the left retina branch and visual field constriction on the left eye. Urokinase infusion was given as treatment. Investigator assessed that this event was not related to the stud device but was related to the procedure. Patient is unrecovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Evaluation conclusions: known inherent risk of procedure. (B)(4).